Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon got stuck - vaginal [foreign body in reproductive tract]. Painful - vaginal [vulvovaginal pain]. Uncomfortable - vaginal [vulvovaginal discomfort]. Felt like something was going on. Half of the tampon was out [device dislocation]. Case description: consumer contacted via phone and stated that a tampon got stuck; she was sitting down and felt like something was going on when she noticed that half of the tampon was out. No serious injury was reported.